Manufacturer narrative:
Concomitant medical product: dtba1d1 crtd implanted: (B)(6) 2016. Product analysis: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited diaphragmatic and phrenic nerve stimulation. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.